Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, it was revealed that the right ventricular lead exhibited an alert for elevated high voltage lead impedance. The high voltage impedance was trending high, gradually went higher, and exceeded the alert cut off. It was suspected that the gradual rise in high voltage impedance was due to build-up of fibrotic tissue in the superior vena cava (svc) coil. No interventions were made at this time. The patient was stable and will continue to be monitored.